Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that the inner sheath could not advance in the outer sheath due to the impediment. Another vizigo was used to complete the procedure. There was no report on adverse event on the patient. Additional information was received. There was resistance when they were trying to put the inner sheath into the outer sheath. There was occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The catheter was not able to be moved through the sheath. They were inserting the catheter into the sheath. The event was assessed as not MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-sep-2022, the hemostatic valve was found dislodged inside the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 21-sep-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 31-aug-2022. The investigation was completed on 21-sep-2022. A picture was received for evaluation following biosense websters procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The issue reported by the customer was confirmed based on the picture received. The product analysis was performed as appropriate in order to find root cause of the complaint. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The valve dislodgement could be related to the obstruction reported by the customer. A device history record was performed for the finished device batch number and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwis quality system. Explanation of codes: appropriate term/code not available / investigation conclusions: cause not established were selected as related to the photo analysis. (B)(4). / investigation conclusions: unintended use error caused or contributed to event (B)(4)) / component code valve(s) (B)(4)) were selected as related to the customers reported obstructed sheath issue and the bwi product analysis lab finding of the hemostatic valve separation. Manufacturers reference number: (B)(4).